Event description:
User was performing cranial surgery using the system. User registered the anatomy and then exited the software to change set-up configurations. The user then restarted the software and neglected to re-register the anatomy per both documentation and on-screen instructions. The system will not navigate without being registered. Therefore, the user troubleshoot by telephone. Tech support discovered that the system was not registered. User re-registered and system operated properly. However, there was a significant extension of surgery time.